Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a vitrectomy procedure with intraocular pressure (iop) of 25mmhg, the machine displayed two error codes which indicated an infusion chamber overflow. The infusion iop was disabled and the numbers changed to dotted line. Then the surgeon attempted to use fluid air exchange (fax) to control the iop. However, the fax pressure automatically adjusted to 100mmhg though the nurse had it set as 30mmhg. The nurse tried to decreased the fax to 30mmhg, but the machine showed as 100mmhg after a few seconds. The product was replaced with another. After re-priming the new cassette, the problem was solved. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
The lot complaint history was reviewed, this is the fourth complaint for the finish goods lot; however, the second for this issue. The device history record shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. A console representing the current software version was used to functionally test the sample. The light emitting diode rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The iop was stable throughout functional and performance testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during a vitrectomy procedure with intraocular pressure (iop) of 25mmhg, the machine displayed two codes which indicated an infusion chamber overflow. The infusion iop was disabled and the numbers changed to dotted line. Then the surgeon attempted to use fluid air exchange (fax) to control the iop. However, the fax pressure automatically adjusted to 100mmhg though the nurse had it set as 30mmhg. The nurse tried to decreased the fax to 30mmhg, but the machine showed as 100mmhg after a few seconds. The product was replaced with another. After re-priming the new cassette, the problem was solved. There was no harm to the patient. No additional information is expected.